Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
A healthcare professional reported "baker's grade IV capsular contracture. This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: -capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, confirmed during explant surgery. Patient underwent an ultrasound and the capsule was sent to pathology for analysis. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles were observed on the shell. Deformation is observed. Yellow encapsulation is observed on the shell. Wear abrasion is observed. Crease is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, confirmed during explant surgery. Patient underwent an ultrasound and the capsule was sent to pathology for analysis. The device has been explanted and replaced.